Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, gender, weight, race, and ethnicity was not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. There was no device performance issue or device malfunction reported during the procedure. Arterial occlusion and cerebral infarction are known potential complications associated with the enterprise2 vascular reconstruction device and are listed in the instructions for use (IFU) as such. There was no alleged quality issue related to the used device, as the device performed as intended. There are patient and pharmacological factors, including cessation of anticoagulation medications, that may have contributed to the reported event, rather than the design or manufacture of the device. It was reported, ¿it was considered that the cerebral infarction was caused by occlusion of left internal carotid artery, and thrombosis in the stent was possibly caused by discontinuation of double antibody.¿ the in-stent occlusion possibly contributed to the event of a cerebral infarction, which resulted in cerebral edema and required the surgical intervention of a decompressive craniectomy. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the icad study in china. The 52-year-old male patient (subject (B)(4)) underwent a vascular stent placement using an unknown enterprise ii vascular reconstruction device (catalog / lot# unknown) on (B)(6) 2024. On (B)(6) 2025, the patient experienced a cerebral infarction. The principal investigator (pi) assessed the event as a serious, severe adverse event that was possibly unrelated to the study device and possibly unrelated to the surgical procedure. The event required an in-patient surgery and medicinal treatment. The event was not classified as unanticipated adverse device effect (uade). The event was classified as an ischemic stroke: ¿symptomatic intracranial arterial stenosis in vascular region.¿ symptoms were reported to be persistent. The outcome is recorded as ¿symptom ongoing¿ with no end date listed. No device deficiencies were reported, and the device remained. The subject was not withdrawn from the trial due to the adverse event. On (B)(6) 2025, additional information was received. Per the information, the patient was admitted due to ¿awareness of cerebrovascular stenosis for 25 days¿ on (B)(6) 2024 and was admitted to our department as ¿cerebrovascular stenosis¿ by outpatient. On (B)(6) 2024, the patient voluntarily participated in the study entitled ¿intracranial stent (cerenovus enterprise 2 intracranial stent) implantation in patients with severe symptomatic atherosclerotic intracranial arterial stenosis: a chinese multicenter, prospective, single-arm target value study (icad study in china)¿ sponsored by medos international sarl and represented by johnson & johnson medical (shanghai) ltd., and signed the informed consent form (version number: special version for the first affiliated hospital of zhengzhou university, version 3.2, version date: 29aug2023) with the screening number of 1335. On (B)(6) 2024, intraoperative angiography showed severe stenosis of ophthalmic segment of left internal carotid artery, with the length of stenosis of 12.78 mm and the diameter of maximum stenosis of 0.57 mm. The diameter of proximal normal stenosis was 2.74 mm, and the diameter of distal normal stenosis was 2.3 mm with the stenosis rate about 79.2%. The distal and proximal ends of left internal carotid artery were normal. After assessment, it was confirmed that the subject met all inclusion criteria of icad study in china, and did not meet any exclusion criteria. The subject could be enrolled. The 4.0mm x 23mm enterprise® 2 vascular reconstruction device (specification and model: enci402300) was implanted. The angiography showed: satisfying stent expansion. The diameter of the left internal carotid artery stenosis was 1.8 mm, the diameter of the proximal normal stenosis was 2.4 mm, and the diameter of the distal normal stenosis was 2.1 mm with 25% of residual stenosis, which was technically successful. The patient came back to the ward safely without changes in nervous system signs on physical examination after recovery from anesthesia. The patient's postoperative condition was stable, and physical examination of nervous system showed no obvious abnormality. The patient was discharged on (B)(6) 2024 and was told to continue oral drug therapy outside the hospital. On (B)(6) 2025, the patient's family called the investigator to inform that the patient developed weakness of right limbs and slurred speech after fracture surgery on (B)(6) 2025. MRI and mra at the local hospital showed the following: 1. Massive cerebral infarction in left frontal lobe, parietal lobe, insular lobe, basal ganglia and hippocampus. Please pay attention to reexamination. 2. Multiple softening lesions and demyelination of white matter in the brain; senile cerebral changes; sphenoid sinusitis. 3. Moderate stenosis of proximal lumen of a1 segment of right anterior cerebral artery. 4. Slender lumen of left anterior cerebral artery. 5. Slender proximal lumen of left middle cerebral artery, and no slender lumen was observed on the distal end. Possibility of severe stenosis or occlusion was considered. 6. Mild stenosis of p1 segment of lumen of left posterior cerebral artery. 7. No lumen of left internal carotid artery was shown, and occlusion was considered; mild to moderate stenosis of c6 segment of lumen of right internal carotid artery. Please combine with clinical and other relevant examinations, and reexamination should be made when necessary. The patient reported that 2 days before fracture, since plavix was not purchased in time after using up, the drug was discontinued for 2 days. After fracture, the patient was hospitalized and planned to receive fracture surgery, so aspirin was discontinued. The initial report of this sae was reported today [date not included in the additional information received], sae no.: (B)(4), severity: severe, non-uade, no withdrawal from the trial due to this sae, ischemic stroke of symptomatic intracranial arterial stenosis in vascular region, non-symptomatic cerebral hemorrhage, non-all-cause death. It was considered that the cerebral infarction was caused by occlusion of left internal carotid artery, and thrombosis in the stent was possibly caused by discontinuation of double antibody. Therefore, it was judged that this sae event was possibly unrelated to the investigational device and surgery. On (B)(6) 2025, the investigator contacted the patient¿s family and was informed by the family that the patient underwent decompressive craniectomy on (B)(6) 2025, due to cerebral edema secondary to the cerebral infarction. The patient has been transferred to the general ward to continue treatment. The family member reported that the patient¿s right limbs could not move, but details were unknown. Based on the additional information received on 14-may-2025, the event has been deemed usfda reportable under 21 cfr 803 with a classification of ¿serious injury.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional / modified information received on 11-jul-2025. [Additional / modified information]: on 11-jul-2025, additional information was received related to the cerebral infarction event. The information indicated that on 10-jul-2025, the investigator received local inpatient medical records and called the patient to update the serious adverse event (sae) information: on (B)(6) 2025, at 22:15 hour, the patient developed slurred speech and weakness of right limbs, and emergency CT showed: multiple lacunar infarction with encephalomalacia lesion. The patient was transferred to (B)(6) hospital, considering that the patient underwent "intramedullary nailing" of the right femur this morning, thrombolytic therapy was not performed. Instead, treatment included intravenous rehydration, anticoagulation and medications to promote blood circulation and resolve blood stasis, improve cerebral circulation, and support neurological function were given, and relevant examinations were perfected. On (B)(6) 2025, head CT showed patchy hypodense shadows in the left frontotemporoparietal occipital lobe (massive cerebral infarction in the left frontotemporoparietal occipital lobe), with clear margins and significant mass effect; the left lateral ventricle appeared compressed, smaller in size, and displaced to the right; a rightward midline structure shift was observed, considering brain herniation and brainstem compression caused by cerebral edema secondary to cerebral infarction, "left skull decompressive craniectomy + temporalis muscle patching" was performed, and the surgical conditions were as follows: after satisfactory anesthesia, routine disinfection and draping were performed, the patient was placed in the supine position with the head deviated to the right 45 degrees, and an arcuate incision was made in the left frontotemporoparietal occipital region, about 40 cm in length. The superficial temporal artery was preserved. Sequential incisions through the skin and temporalis muscle were performed down to the cranial bone. Due to the rich subcutaneous vasculature, persistent bleeding occurred. The scalp flap was carefully mobilized, suspended, and meticulous hemostasis was achieved. Around the exposed skull, under the bone micro dynamic system, burr holes were drilled with a disposable sterile drill bit, the skull was then removed with a disposable sterile milling cutter. The dura mater was noted to be under high tension. Following hemostasis, a stellate dural incision was performed, revealing elevated intracranial pressure and poor cerebral pulsatility. Ischemic necrosis was observed on the brain tissue surface at the base of the temporal bone and parieto-occipital region. The temporalis muscle and superficial temporal artery were mobilized and applied onto the brain surface after thorough local hemostasis. No active bleeding or retained surgical sponges were noted. Suspension of the dura mater for hemostasis showed that the brain tissue was still higher than the edge of the bone window, the skull bone flap was discarded, the brain tissue was covered with absorbable dura mater patch, a drainage tube was placed under the flap, the temporalis muscle, galea aponeurotica and skin were sutured, and sterile dressings were dressed.¿ the patient¿s hospitalization was prolonged due to the cerebral infarction. Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional / modified information received on (B)(6) 2025. [Additional information]: on 07-nov-2025, additional information was received related to the adverse event cerebral infarction. The outcome of this event was updated from ¿symptoms ongoing¿ to ¿symptoms disappeared with sequelae¿ with an end date of (B)(6) 2025. The additional information indicated that the investigator contacted the patient on (B)(6) 2025, to inquire about the patient recovery from the cerebral infarction. ¿the patient¿s family reported that the patient had been receiving rehabilitation training at home after going to the rehabilitation center for the second rehabilitation treatment in (B)(6) 2025. The patient still has slurred speech and hemiplegia of the right limbs, with no significant change in symptoms compared to before. It was considered that the onset of cerebral infarction had been more than half a year, and the current symptoms were sequelae. The event ended on (B)(6) 2025. It was considered that the cerebral infarction was caused by occlusion of left internal carotid artery and left middle cerebral artery.¿ updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional / modified information received on 06-jan-2026. [Additional information]: on 06-jan-2026, a clinical event committee (cec) adjudication for the adverse event of ¿cerebral infarction¿ was received. The cec assessed the relationship of event to the study device and study procedure as ¿possibly related.¿ the event was classified as an ischemic stroke: symptomatic intracranial arterial stenosis within vascular territory which occurred 30 days to 12 months after surgery. Other possible reasons for the event were reported as ¿other disease causes: the vascular condition on the operative side before trauma is unknown and may be related to orthopedic surgery.¿ updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional / modified information received on 15-jul-2025. [Additional information]: on 15-jul-2025, additional information was received. Per the information, during the follow-up on (B)(6) 2025, the patient continues to present with speech difficulties and grade 0 muscle strength on the right-sided limbs. The patient is currently undergoing rehabilitation therapy at a rehabilitation center. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional / modified information received on 12-sep-2025. [Additional information]: on 12-sep-2025, additional information was received related to the cerebral infarction event. Per the information, ¿at the end of surgery, reexamination of head CT showed postoperative changes on the left cerebral side; left middle cerebral artery occlusion. Relevant symptomatic and supportive treatment was continued after surgery. Reexamination of head CT on (B)(6) 2025 showed local absence of the left skull, patchy hypodense shadows in the left frontotemporoparietal occipital lobe, with clear margins, and mild mass effect; the left lateral ventricle was slightly compressed and smaller; no clear displacement of the midline structure was observed. The drainage tube under the flap was also removed on the same day. On (B)(6), reexamination of head CT showed local absence of the left skull, patchy hypodense shadows in the left frontotemporoparietal occipital lobe, with relatively clear margins, and insignificant mass effect; focal hypodense shadows in the left thalamus and right basal ganglia, with clear margins, no mass effect, and cloudy halo-like hypodense shadows in the anterior and posterior horns of the bilateral lateral ventricles, with unclear margins, no mass effect; no abnormalities in the ventricular system; and midline structures were in a central position. Diagnosis: postoperative changes in the brain; change after treatment of left massive cerebral infarction; softening lesion in left thalamus and right basal ganglia. Sutures were removed from the head surgical area on the same day. On (B)(6) 2025, the condition was improving, and the patient was allowed to be discharged. Discharge conditions: clear consciousness, slurred speech, responsive to verbal commands, gcs 13 points, narrowing left eye fission, right limb muscle strength grade 0, low muscle tension, left limb muscle strength grade 4 +, low muscle tension, left babinski sign (-), right babinski sign (+). Regular oral drug therapy after discharge was ordered. From (B)(6) 2025 to (B)(6) 2025, the increased blood pressure was considered to be due to compensatory reaction of the body after cerebral infarction to increase blood pressure to ensure cerebral blood perfusion. From (B)(6) 2025, the patient took nifedipine 1 tablet qd to control blood pressure. On (B)(6) 2025, the blood pressure re-examined was too low. The drug was discontinued on the same day according to the doctor's advice. On (B)(6) 2025, the patient came to the local rehabilitation center for rehabilitation treatment, and the rehabilitation treatment lasted for about 18 days. At present, the symptoms showed no significant change, and the patient will go to the rehabilitation center again for rehabilitation treatment in near future. Updated information: non-drug therapy: no => yes." Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.